Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed and was able to reproduce the error by performing a bf prime wash. The fse removed the input tubing from the probe and solid flow of the wash and verified the bf wash probe to the dispensing and noted no dispense of liquid; unable to clear the probe. As a result, the bf wash probe was replaced and adjustments were verified. The fse then performed several bf wash primes and substrate primes without any errors. Instrument validation was performed via quality control (qc). Qc results passed within the manufacturer's ranges. The aia-360 analyzer met performance specifications and returned to operation. The customer was advised to recalibrate all assays in use. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 16nov2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [2015] bf probe purge failure. Description: purging by the bf probe is abnormal. Troubleshooting: clean the wash probe tip or replace it. Contact the service department. [2016] bf probe suction failure. Description: suction by the bf probe is abnormal. Troubleshooting: contact the service department. [5018] assay aborted. Description: measurement terminated. Troubleshooting: repeat assay. The probable cause is attributed to faulty bf wash probe.

Event description:
A customer reported receiving error messages 2015 bf probe purge failure, 2016 bf probe suction failure, and 5018 assay aborted on the aia-360 analyzer. The assay was aborted. The error occurred twice while attempting to process controls. Priming of the bf probe was able to be completed after several attempts. Service was requested. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of troponin I (ctnl2), intact parathyroid hormone (ipth), and creatine kinase-mb (ck-mb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Correction: g4.

Manufacturer narrative:
The suspect bf wash probe was returned to tosoh instrument service center for investigation. Functional testing was performed by installing the bf wash probe on the aia-360 test instrument. The instrument went to the initialization process but when priming the bf wash probe, the wash feed tube popped off. The instrument was shut off, and the tube reattached and initialized a second time with the same result. The bf wash probe was checked and discovered to be blocked; wash fluid could not flow through. The reported issue was replicated.